Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation and ripples."

Event description:
Patient reported left side "deflation and ripples." Patient also reported experiencing "auto immune symptoms," "lyme disease" and bleeding from "eyes, nose, everywhere"; these events are not related to the device. Device remains implanted.